Manufacturer narrative:
The iol master was inspected by a service technician and found to be operating properly and within calibration. The site's personnel were instructed in proper operation of the instrument by the service tech and a clinical application specialist.

Event description:
A pt required surgery to remove a previously implanted intraocular lens (18.5 diopters) and to implant a different intraocular lens (20.9 diopters).